Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 40 mg/dl. The customer treated the low blood glucose with juice. Customer declined troubleshooting. Customer was not using the auto mode feature as they reported the transmitter lost. Insulin pump will not be returning for analysis.